Event description:
The customer reported getting false high erratic sodium (na) patient results after pm (preventive maintenance) was done in au480 clinical chemistry analyzer. The patient samples were repeated on same analyzer and obtained normal results. The erroneous results were not reported outside of the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. After several interventions, the fse determined the cause of the failure was due to bent sample pot mixing bar. The fse replaced the sample mixing bar to resolve the issue. Beckman coulter internal identifier is (B)(4).